Manufacturer narrative:
On october 26, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, no apparent damage or anomalies were observed in the shell. No gel discoloration was noted. Leak testing was performed, in accordance with mentor procedures, and no leak/bleed sites were detected. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Aditional information: on september 28, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a breast reconstruction procedure, a 380cc mentor memorygel breast implant appeared to be cloudy and left a gel residue within the box which resulted in a slight procedural delay. The device did not come in contact with the patient and there was no adverse event. The procedure was completed successfully using another device.